Event description:
A customer reported via phone call indicating that the screen on their insulin pumps started going black in different areas. The patient's blood glucose level was unknown at the time of the call. The customer stated that the black spots have currently gone away for the time being. The customer was advised to monitor the insulin pump for any further issues. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.